Event description:
It was reported when a representative opened up the first box the implantable neuro stimulator (ins) was found programmed to 1-3+ instead of 2-3+ (shipping parameters). When a 2nd 3116 box was opened, this ins was also found programmed to 1-3+ (out of the box). It was possible to reprogram the ins to these electrodes (unclear which ins was reprogrammed to 2-3+). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).